Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he was experiencing postoperative problems with his vision. The consumer was contacted, but he declined to provide any additional info. The rptr did not provide any contact info for his surgeon; therefore, follow up was not able to be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided to properly complete an investigation. The rptr did not provide any contact info for his surgeon; therefore, follow up was not able to be conducted. (B)(4).